Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation exhibited clavicular crush damage at 23.2 cm to 23.4 cm from the connector pin. The outer coil was fractured at 24.0 cm from the connector pin due to clavicular crush damage. The outer insulation was abraded at 41.2 cm to 41.3 cm and at 44.8 cm to 46.3 cm from the connector pin. The abrasions were consistent with constant frition with another implantable device.

Event description:
It was reported that during explant procedure, the right atrial lead perforated the patient. A pericardiocentesis was performed and the lead was explanted.